Event description:
The system displayed an intermittent filament regulator error message during a patient procedure. Sometimes the error message was by passable and sometimes the error message locked the system up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament driver board was replaced and a filament calibration was performed. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.